Manufacturer narrative:
Failure analysis (fa) found the primary failure of exposed blade to be related to the customer reported complaint. The blue 60 reload was found to have the knife exposed within the knife track. There were no logs available for review, so the reload was not found to have a firing failure. Additionally, the reload was found to have mechanical indentation damage to the knife blade and was found to have lodged staples. The staples were wrapped around the exposed blade in and along the knife track. The reload was also found to have cartridge damage where the exposed blade stopped, but there was no missing material. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The sureform 60 stapler instrument was analyzed and the complaint was not confirmed by fa. The instrument was placed and driven on an in-house system and passed initialization. The instrument moved intuitively with full range of motion in all directions. The jaw opened and closed properly. The firing test was performed twice with different orientations of the distal end; the instrument clamped, fired and unclamped without any issues both times. The msc and engagement logs shows no errors. There were no logs available for this procedure and the logs start during the following procedure. There were also no engagement logs for the sureform 60 stapler instrument. An elastic search was also used in attempts to obtain data on the procedure, however there were no results for use on (B)(6) 2023 on sk2394. Based on the tool table for the procedure, product number: 480460-09, lot number: l81230601-0535 fired 4 reloads (1 black, 2 green, 1 blue, order not confirmed). There were no stapler related errors in the msc logs. Based on the image provided, it appears to be stomach tissue with multiple staple lines incorporated. The staple lines in the bottom half of the image appear to include some fully formed staples, while the top half there is a clump of staples that are malformed; not in a typical ¿b¿ shape capturing tissue as expected, and could have been dragged during the fire. There is a defect located just prior to the clump of staples and along the staple line on both left and right sides, there also appears to be several malformed staples. Based on the image alone, a root cause cannot be determined.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the sureform 60 stapler instrument fired a blue reload on the stomach, there was tissue pushout, there was no bleeding. Surgeon stated having already fired in order: one black reload, two green reloads and the 4th firing was the blue reload. Prior to this 4th stapler firing event, there had been no clamping or firing issues. The sureform 60 stapler was clamped onto the stomach with no issues. Halfway through firing, the surgeon began to see tissue push out; the emergency stop button was not pushed and the fire was completed. The stapler was not fired over an existing staple line and there weren't any obstructions. The stapler was then removed, and the surgeon stated while removing the loose staples from the patient; some appeared normal, some were partially formed, and others were abnormal looking. Surgeon stated due to the stapling issue, there was a hole created in the stomach but there was no bleeding. The hole was sutured closed. A back-up sureform 60 stapler was opened, and the surgeon used another reload to staple over the sutured tissue. This added roughly 45 additional minutes to the overall surgery time. The surgeon completed stapling the remaining stomach and the staple line was over sewn; a process the surgeon stated performing on all sleeve gastrectomy cases. For precautionary reasons, prior to leaving the operating room an upper gastrointestinal endoscopy (upper gi endoscopy or egd) was performed and a post operative egd was performed. These tests confirmed there were no leaks in the staple line. The procedure was completed. The patient went home from the hospital, as expected, with no additional length of stay.